Event description:
Pt was implanted with helical blade, nail and locking screw for a left hip fracture. Helical blade migrated medially into the joint space. Original helical blade was removed and a new, shorter helical blade was inserted. The short tfn and 5.0mm locking screw were not removed and remain implanted. X-rays taken immediately post operatively on (B)(6) 2011 indicated that the helical blade was originally placed center-center in the femoral head, tip to apex, and was less than 20mm. This is the second of two reports for this event, this report is on the nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional common device name is hwc. Date of event is unknown.

Event description:
This report is 2 of 2 for complaint file (B)(4).